Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2009 and a mesh was implanted concurrently with cystoscopy with placement of suprapubic catheter, vaginal enterocele repair, anterior and posterior colporrhaphy, perineorrhaphy and mesh removal due to sui with urethral hypermobility, vaginal prolapse and loose tension-free vaginal tape. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh removal on (B)(6) 2009. No additional information was provided.